Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to deformation of the scope cover, water tightness was lost. The grip had a scratch, air/water cylinder had no color, suction cylinder had no color, switch box had a scratch. The scope cover had a scratch, control unit had a scratch. The light guide rod was deformed, label on scope connector was damaged. Due to a chip on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value. Residual liquid or foreign material came out of channel tube. The channel tube had foreign objects, objective lens had a stain, adhesive on bending section cover was detached. The connecting tube had a wrinkle and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope biopsy channel had foreign material. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to a leak failure in the scope connector cover (s cover). The event can be detected/prevented by following the instructions for use (IFU) sections: the detection method is described in the instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope.) Olympus will continue to monitor field performance for this device.